Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced a headache post-trial procedure.MRI was conducted and the physician suspected a cerebrospinal fluid (csf) leak with a pseudomengeal cyst. The lead was explanted to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.